Event description:
The customer's mother called stating the insulin pump had no audible tones. Troubleshooting was done and the insulin pump did not beep during the self test. Advised the mother to have the customer discontinue using the insulin pump. The reported blood glucose reading was over 600 mg/dl during the phone call.

Manufacturer narrative:
The insulin pump had no audible tone or beep due to a broken transducer wire.